Manufacturer narrative:
Based on the information available for investigation, the most likely cause of the event was sample related. The most likely root cause is that there were air bubbles or foam on the sample surface causing the low result with the data flag. Since the repeat of the same sample was believed to be correct, a general reagent issue or drug interference has been excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for a urine sample for 1 patient tested for total protein urine/csf gen.3 (tpuc3) on a cobas 8000 c 502 module. The erroneous results were reported outside of the laboratory. The initial tpuc3 result was <4 mg/dl with a data flag. This result was not reported outside of the laboratory. The instrument automatically repeated the sample and the result was <4 mg/dl with a data flag. This result was reported outside of the laboratory where it was considered to be incorrect. The same sample was sent out to an external laboratory for protein electrophoresis testing. The tpuc3 result of <4 mg/dl did not match the protein electrophoresis result from the external laboratory. The customer does not know the instrument used at the external laboratory or what actual result was received. On (B)(6) 2017 the original sample was repeated on the c502 module and the result was 99.7 mg/dl. This result was reported outside of the laboratory and was considered to be correct. No adverse event occurred. The tpuc3 reagent lot number was 137436. The expiration date was not provided. The customer stated that calibration and quality controls have been within specification. The customer has declined a service visit from the field service engineer.